Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no signal pressure. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse tested and replaced the adapter cable and blood pressure transducer and found that the signal came normally. Pressure hose is damaged. Price quote for new pressure line later. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.